Event description:
Patient presented with rotator cuff problem. Implants put in 6-12 years ago. Surgeon removed fracture device and replaced with a competitor product.

Manufacturer narrative:
Device part number and lot number are unknown. This is the initial report submitted regarding this surgical event and medical device.